Event description:
The customer reports that sterile scissors were being used by the physician during a scheduled cesarean section. Physician put the scissors down on the tray, then picked them up to cut and the tip was missing. The tip of the scissors was found on the floor. There was no patient injury according to risk management.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.